Event description:
Related manufacturer reference number: 2017865-2022-48352. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead was not capturing. The patient was brought in for a procedure, and while the right ventricular lead was being repositioned it was discovered to have adhered to the atrial lead causing it to dislodge as a result. Both leads were explanted and replaced without further issue. The patient was stable.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination did not find any anomalies. Electrical testing was normal.